Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the distal tip of the viperwire fractured and remains in the patient's body. The lesion being treated was an in-stent restenosis (isr), 10cm in length and located in the sfa. The viperwire was inserted and the tip was "parked" in the anterior tibial (at) artery. The physician then successfully spun the oad in the sfa isr, but the number of runs is unknown. He was going to spin one more time, but noted that blood was back-flowing into the catheter and fluid was coming out of the device. He then noticed that the viperwire had broken and that the distal tip of the wire was stuck in the patient's dorsalis pedis artery. He was unable to remove the wire fragment, so he elected to leave it there and will follow up with the patient in two weeks. The patient's status remained stable. Additional information has been requested regarding this event. (B)(4).

Manufacturer narrative:
Device evaluation: the oad was returned with the original guide wire engaged in the driveshaft. The initial visual and tactile examination of the handle assembly and saline sheath revealed that the driveshaft had detached from the oad handle. The crown and distal tip bushing remained intact and undamaged. Biological material was observed on the distal edge of the crown and on the driveshaft. Destructive analysis of the handle assembly revealed that the front nose cone bond had failed and the nose cone hypotube had migrated back over the driveshaft hypotube. The driveshaft separation site was just distal to the adapter hypotube weld, which is located at the distal end of the drive hypotube. The driveshaft was severely overloaded at the fracture site. Melted plastic material was adhered to the fractured driveshaft and on the distal end of the front nose cone hypotube. The presence of the plastic material is a result of the driveshaft and detached front nose cone hypotube spinning within the nose cone. The guide wire was removed distally from the driveshaft and a guide wire fracture was located approximately 222.3 centimeters proximal to the distal end of the spring tip. The fracture exhibited rotational damage along with surface wear. The guide wire spring tip also exhibited a fracture to the very distal solder ball end. Biological material was adhered to the spring tip coils. The driveshaft and guide wire fracture sections were examined in a scanning electron microscope (sem). At the conclusion of the failure analysis investigation the root cause of the reported event is a combination of a failed nosecone hypotube bond and a driveshaft overload resulting in the driveshaft and guide wire fractures. The oad driveshaft encountered resistance that prevented it from spinning and the torque provided by the device turbine overloaded and fractured the driveshaft and guide wire within the handle assembly. It could not be determined whether the nosecone hypotube bond had failed first and caused the excessive driveshaft wear on the nosecone or if the driveshaft fractured first and caused the remaining damage. Oad saline sheaths are pressure tested prior to the device being released for sale. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. There are no similar complaints of this nature related to this device lot number. This will be monitored for future trends. (B)(4).